Event description:
The physician reports that during surgery with attempted implantation of the crystalens with a lens injector system, the lens haptic broke and resulted in a capsular bag tear. No intervention was needed. A replacement lens was implanted successfully and the pt's prognosis is good.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. Root cause: according to the physician, the root cause of the reported event of capsular bag tear was related to a broken haptic secondary to use with the lens injector system, where the lens was loaded incorrectly.